Event description:
The customer reported that the spectrum has "a door switch that is out of adjustment". There was no pt involvement. No pt info was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. The eval experienced a system error 322, which is likely what the reported symptom of "door switch that is out of adjustment" is referring to, however, the specific component could not be identified. Eval of known contributors to ec 322, has led to the determined that the upper and lower aux were the failing components and were replaced.